Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure the handle stopped working. When trying to actuate the handle, it would not close or open. The procedure was cancelled. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6. Imdrf impact code f1001 is being used to capture the reportable event of procedure cancel/ rescheduled.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of procedure cancel/ rescheduled. Additional information received on april 10, 2025. Block b5 updated. Block h6 updated. Block h11: the device did not return for analysis however the customer provided some pictures. A media inspection was performed, where it can be observed the endcap hooks detached. The reported event of cancelled/rescheduled - post sedation/sedation cannot be confirmed. Since happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure the handle stopped working. When trying to actuate the handle, it would not close or open. The procedure was cancelled. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Additional information received on april 10, 2025. It was difficult to actuate the handle.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of procedure cancel/ rescheduled. Additional information received on april 10, 2025. Block b5 updated. Block h6 updated. Block h11: the device returned for analysis. Also, the customer provided some pictures. The device was returned with the handle actuated, and after some attempts it was found that the handle was stuck, additionally one of the catheter channels was found bent and the endcap tape hooks were not returned. A media inspection was performed, where it can be observed the endcap hooks detached. Based on all gathered information the reported event of cancelled/rescheduled - post sedation/sedation cannot be confirmed. Since happened during the procedure and the most probable cause of this reported issue cannot be established due to lack of evidence. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure the handle stopped working. When trying to actuate the handle, it would not close or open. The procedure was cancelled. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Additional information received on april 10, 2025: it was difficult to actuate the handle.